Event description:
A nurse reported while implanting an intraocular lens (iol), it was noted that the lens was jagged on the edge. The incision was enlarged and the iol was removed. There was a delay of 20 minutes, which the surgeon found to be significant. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Based on the results from the product and batch history record, the product met release criteria. There were no other complaints reported in the lot number. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).